Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless packer (alp) on (B)(6) 2026. During the procedure the alp exhibited an unexpected mode safety switch. The alp was interrogated which resolved the issue. The alp was implanted successfully. The patient was stable throughout the procedure.